Event description:
The customer states that smoke was seen coming from the cell-dyn sapphire data station. No injuries were reported and the smoke was contained to the data station itself. The customer shut off power to the analyzer. A service call was initiated. There is no reported impact to any patient management.

Manufacturer narrative:
(B)(4). The customer reported smoke emanating from the data station of the cell-dyn sapphire hematology analyzer. The customer powered off the instrument and requested field service. A field service representative replaced the data station and returned the instrument to an operable status. The data station (B)(4), cell-dyn sapphire, list number 08h01-05 and (B)(4), was returned for evaluation. The investigation showed that when the data station was powered on, smoke and a clicking sound came from the power supply module of the data station and then the power suddenly shut down in about 5 seconds. The data station could not be powered on after the power supply module failed. The damaged power supply module caused the data station to fail to power back on; however, the cause of the power supply module failure is inconclusive. A review of the global service and support (gss) metrics for the last 18 months indicates that the data station (B)(4), cell-dyn sapphire, list number 08h01-05 has an average of 99.19% reliability worldwide. The cell-dyn sapphire system operator's manual, list number 08h10-01, revision d, under section 8, hazards, pages 8-1 through 8-14, provides information on potential hazards to personnel and potential damage to the laboratory environment. A non-statistical trend (nst) review was performed for complaints for this reported issue from (B)(6) 2009 through (B)(6) 2009. No nst was identified during the searched period. Based on the current investigation, no product issue was identified for the cell-dyn sapphire in regards to the reported event. The number of data station failures in the last three months is improbable and, therefore, considered within the established frequency; only one complaint reported that was related to this issue. There is no systematic issue with the cell-dyn sapphire product line. No product malfunction was identified. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.